Manufacturer narrative:
Other relevant components include: product ID 8731sc serial# (B)(4) implanted: (B)(6) 2016 product type catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving dilaudid (hy dromorphone) 5mg/ml for a total dose of 0.5mg/day and prialt (ziconotide) with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the patient had prialt (ziconotide) in the pump up until (B)(6) 2017. The dose and concentration of the prialt (ziconotide) was unknown. It was reported that it was known by the healthcare professional (hcp) for this patient that the catheter tip had migrated up. It was noted this was a cervical placement, but now the catheter was almost to the brain stem. No other details were known about this, and the manufacturer representative (rep) got a call from the healthcare professional (hcp) for this patient and had to go abruptly. No additional questions could be asked. The event date was unknown. It was unknown if symptoms were reported relating to the catheter migration upward. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.